Event description:
It was reported that a patient, (B)(6), male, underwent an paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that the patient had a perforation that was discovered and confirmed through ultrasound during transseptal at the beginning of the case. Additional information was received regarding the event. The tamponade was discovered after the two transeptal punctures were performed. The case was continued even though the physician perforated at the beginning of the case. During pericardiocentesis 1100cc of fluid was removed and physician continued to drain fluid throughout the case. Total amount of blood drained was 2000ml. It is unknown if the patient required extended hospitalization because of the adverse event, but he was upgraded to the ICU. The physician does not believe patient anatomy or disease might have contributed to the event. The physician believed that during the first transeptal puncture, his needle pierced the lateral wall of the left atrium and that is what caused the perforation. The transseptal puncture was performed with a non-biosense webster needle. There were no error messages observed on biosense webster equipment during the procedure. St. Jude sl1 8.5fr sheath was used during the procedure. Anticoagulation was given during the procedure. At the time of the event the act was 408 seconds. The patient was stable at the end of the case.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 (B)(4) ) stockert 70 system (model# m-5463-01 (B)(4) ) coolflow pump (model#m-5491-02 (B)(4) ) soundstar catheter (model# m-5723-05 lot# unknown) lasso catheter (model# d-1343-01-s lot#17101161l) (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. It was reported that the patient had a perforation that was discovered and confirmed through ultrasound during transseptal at the beginning of the case. The case was continued even though the physician perforated at the beginning of the case. During pericardiocentesis 1100cc of fluid was removed and physician continued to drain fluid throughout the case. Total amount of blood drained was 2000ml. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.